Manufacturer narrative:
Note: fdps/rfrs for allegations of burning/shocking were removed from the pli code block since the surgeon confirmed that those issues where not related to the device. Those codes no longer applied. (B)(4).

Event description:
(B)(4) (rep): it was reported that the patient experienced a shocking or burning sensation at the pocket site. An implantable neurostimulator (ins) overdischarge was suspected. The patient had been taken out of overdischarge twice before. No further information was available. (B)(6) 2015 lfc/update (hcp): additional information received reported that the ins will not be replaced due to health concerns. An attempted interrogation of the device was done to provide insight into the burning/shocking but the battery was in power on reset (por). The surgeon stated that the burning/shocking was not related to the device and it was possibly scar tissue or some other condition. The patient recovered without permanent impairment.

Event description:
It was reported that the patient experienced a shocking or burning sensation at the pocket site. An implantable neurostimulator (ins) overdischarge was suspected. The patient had been taken out of overdischarge twice before. No further information was available.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).